Event description:
I wear a deltec cozmo model #1700 insulin pump to treat type I diabetes. The pump screen suddenly went blank and alarm sounded. I removed the battery and restarted pump once pump powered up the screen went blank again and alarm sounded. Called 24 technical support line. Was told that the pump appeared to have a "short" in the power mechanism, and I would need a new pump. Company could not send a pump until monday morning because they said they "do not ship" on the weekends. Told me pump would arrive sometime on aug. 19 - a full 48 hours after the malfunction. Company declined to pay courier fee to deliver pump on aug. 18 because the loss of a pump did not meet the need for "medical necessity". Tech advised me to call my doctor and go on multiple insulin injections until pump arrived. Pump error was blamed on my tightening the battery cap with a penny instead of a nickel.